Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter; ubd: 09-apr-2016, UDI#: (B)(4) <(>&<)> product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter; ubd: 15-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient presented with meningitis. Cerebrospinal fluid (csf) showed the patient was (B)(6) for meningitis. The origin was unknown. The patient's entire infusion system was explanted on (B)(6) 2019 and the system was discarded. A small piece of the 8731sc catheter was unable to be retrieved along the patient's flank, subcutaneously. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported the issue was resolved at the time of the report ((B)(6) 2019). The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.